Event description:
Prior to a laparoscopic nissen fundoplication procedure, when the instrument was being attached, the 4-40 stud broke off the device. The case was completed with another like device. There was no pt consequence.

Manufacturer narrative:
Tracking#414407-0 date sent: 9/9/2005 additional information: d4;h2,3,4,6 d10: information is unavailable; device was not returned for evaluation.